Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product met specification as received. Visual inspection found no defects. The reported condition was not confirmed. The investigation found all the coils passed testing on the tester. The mat was plugged into the console and it detected rfid tags in the gauze. No fluid ingress was noted. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was a detection even when nothing on the mat device. All counts were correct, and every patient was clear once they used the wand. The issue was isolated with the mat. There was no patient injury.